Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the surgeon cannot see out of the left eye. The caller stated they also had this issue the previous day. (The previous issue is recorded on pr # (B)(4)). The tse reviewed system logs and confirmed error #45310/#45312/#45314 video error in the logs on the endoscope. The caller tried reseating the endoscope 5-6 times, but issues persisted. The caller tried a new endoscope but the issue persisted with the left eye. The tse recommended reseating the blue fiber cable (bfc) at both ends and doing a hard reboot. The caller stated they had an extra surgeon side console (ssc) that they can bring into the room. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure was performed by the surgeon was robotic hysterectomy, cysto, robotic slipingo-oophorectomy. The time was the da vinci-assisted surgical procedure performed was at 0659 ¿ not sure console time. Yes, the issue was resolved by swapping the surgeon side console (ssc). Yes ¿ after this surgery though. The actions that were taken to resolve the reported issue/to continue the procedure was they called intuitive, worked through it in the moment, then switched out with the side cart. The procedure was completed with one working eye piece on the same system. After the case the side cart was moved into the room for future cases.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high resolution stereo viewer. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the hrsv for failure analysis investigation. The unit was analyzed and in log reviews, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a blank screen. Failure analysis was able to conclude that an electrical component issue in the monitor was found to be the root cause of the reported failure.